Event description:
It was reported to philips that the system could not be turned on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the patient was transferred to another device to complete the procedure. The philps field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on after sudden power failure in hospitals. Restarting multiple times does not resolve the issue. Upon troubleshooting, fse checked the host pc and found it failed to start up. To resolve the issue, fse reinstalled the host pc software and did all the calibration. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.